Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information and the return of the device has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that a two-level patient was revised. Both devices were explanted.

Manufacturer narrative:
G1: mr. (B)(6). Manufacturer narrative: two m6-cs were removed but there was no stated reason for the explantation. The radiographs showed two m6-cs implanted at c4/c5 and c5/c6 with loss of height above a fusion at c6/c7. It was noted that sonication of implant revealed staphylococcus cohnii. The devices were not returned thus device examination could not be performed. Limited information was provided; notably, no pre-operative or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique based on the provided information. A review of the lot history records for this device did not reveal any relevant non-conformances to specification or deviations in procedure. While there was an infection present, based on the limited information provided, it was not possible to ascertain the relationship between these factors and the explanation. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.